Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the sales rep was in the case and the first device fully fired with a gst60b reload and no buttressing, but it sounded like it was bogged down as it fired. When the knife got to the end, it stopped and failed to retract. The surgeon hit the reverse button and it did not work the first time, so immediately opened the manual override to return the knife and open the jaws. A second like device was opened and used with another gst60b. It started to fire and froze; it would not fire crossing over the previous staple line. The surgeon thought that possibly a staple caused the lockout. The knife was reversed and a competitive device was opened to complete the case.

Event description:
It was reported that during a gastric bypass procedure, the knife extended to the distal part of jaw and then would not retract. Opened another like device and the knife would not fully deploy. A competitive device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56e1r the analysis found that one plee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.